Event description:
A report was received that the patient was having difficulty charging the ipg due to its position. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient was having difficulty charging the ipg due to its position. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.